Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The (biomed) clinical engineer was informed by the end user that the iabp displayed battery unusable message and when biomed received the pump, the battery was removed. The stm found that the unit showed that the battery was discharged. In addition, within seconds, the pump showed that the battery was charged and then would not power. The stm replaced the battery to address the issue , the charging and running of the iabp was normal. The stm performed full functional, and safety tests. All tests passed. The iabp was returned to the customer, and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is displaying an "x" on the battery indicator. The customer attempt to trouble shut but indicated that battery was not holding a charge. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is displaying an "x" on the battery indicator. The customer attempt to trouble shut but indicated that battery was not holding a charge. There was no patient involvement, and no adverse event reported.